Manufacturer narrative:
The customer reported that the AED will not speak and the asi is flashing red. The battery pack has an expiration date of january 2030, and the pads have an expiration date of october 2026. The maintenance schedule is reported as monthly. This AED nor its electronic log files were returned and thus the root cause could not be determined. Based on the fact that this AED is well beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service. Referred to the distributor for replacement product, and reviewed proper maintenance. No additional information is available at this time to further investigate the event. The IFU states: maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Although the ddu series AED is designed for a wide variety of field use conditions, rough handling beyond specifications may result in damage to the unit. The speaker projects the voice prompts when the AED is on. The speaker also emits a "beep" when the unit is in standby mode and has detected a condition that requires operator attention. In the event the voice prompts cannot be heard for any reason (e.g. Noisy environment), follow the leds on the front of the AED to complete the rescue. The ddu series AED is designed to be very low maintenance. Simple maintenance tasks are recommended to be performed regularly to ensure its readiness. Daily- check that active status indicator (asi) is flashing green. Monthly- in addition to the daily check, check the condition of the unit and accessories; check pads and battery pack expiration dates. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that the AED will not speak and the asi is flashing red. The customer did not report this event occurred during patient use.